Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated that the tampon was found upside down making the string inaccessible. Consumer had to go to the ER to have the tampon removed. Multiple attempts made to further obtain information regarding the usage of product however no further information has been received.